Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Our sales rep forwarded a fax from the nurse, the surgery assistance from the (B)(4). In this fax, she reported that the doctor was performing a surgery and she noticed during the surgery procedure that the thread head of the screw driver broke off. According to her information, the surgery was completed successfully without any impairment of the patient and without any prolongation of the surgery procedure.